Event description:
Customer reported to beckman coulter, inc (bec) that water was leaking out of the unicel dxc 800 synchron clinical system. Customer reported that there was a small amount of water dripping from the back of the analyzer and running along the chassis. There was no report of erroneous results generated. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) found water was coming out of the top of the modular chemistry (mc) manifold. The fse replaced the plastic nut and the mc manifold.

Manufacturer narrative:
(B)(4).